Manufacturer narrative:
02/16/2025 - the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try to obtain additional information, but the clinical representative was unable to obtain more information. At this time, no further information is available. Should additional information become available this report will be updated. 02/16/2025 - the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.